Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having pump stops. Log files were sent in for review and captured the flow showing zero at 15:02 on (B)(6) 2022, which continued throughout the log until the driveline was disconnected at 22:53 on (B)(6) 2022. There were low flow alarms. The patient was hypertensive and had been titrating blood pressure medications and it seemed to be improving. Related manufacturer reference report: 2916596-2022-11258.

Event description:
It was reported that the patient was experiencing pump stops and low flow alarms. The patient was reportedly asymptomatic during all low flow alarms and reportedly underwent a controller exchange. Log files were sent in for review and captured the flow showing zero at 15:02 on 19may2022, which continued throughout the log until the driveline was disconnected at 22:53 on 19may2022 for controller exchange. It was also noted that the patient had been hypertensive since 18may2022, and blood pressure medication was subsequently increased. The patient¿s blood pressure remained elevated as of 20may2022; however, the patient was clinically stable with stable lactate dehydrogenase (ldh) levels. There were no further issues reported after the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical low flow hazard alarm was confirmed during review of the submitted log file, containing approximately 17 hours of data on 19may2022. An atypical low flow hazard alarm was observed to be active throughout the data. This alarm activated due to the flow being estimated at a value of 0 liters per minute, which may indicate a communication issue between the controller and the pump. Despite this low flow hazard alarm being active, the pump¿s speed, power, and pulsatility index were observed to be within expected ranges. The pump maintained a speed above the low speed limit until 22:53:24, when the driveline was disconnected, and the controller was exchanged. There were no other notable events observed within the log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation; however, provided information indicated that the alarms resolved with the exchange of the controller. The root cause of the reported event was suspected to be a communication issue between the system controller and pump (related manufacturer report number 2916596-2022-11258). Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) was shipped to the customer on 09aug2020 the heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low flow alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the log file analysis. On (B)(6) at 10:53 pm, the driveline disconnect alarm became active with associated hazard (lvad off, low flow) alarms active and the pump speed value at zero rpm. The sequence of events indicates the driveline may have been physically disconnected from the system controller. Prior to the driveline disconnection event, the system operated within the stored patient speed value (5,300 rpm) and low speed value (5,000 rpm) with low flow alarms active relating to the flow estimation value. The evaluation could not determine the sequence of events that resulted in the physical disconnection of the driveline. Both power cables were disconnected shortly after, and the shutdown sequence was initiated. These events appear to indicate removal from service. The log file was retrieved from system controller (serial # (B)(6) additional information indicated the device was operating as intended. Attempts were made to obtain additional information from the customer regarding alarm resolution and return status of the system controller; however, no additional information was provided. A root cause of the driveline disconnect alarm event captured in the log file could not be determined during the evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # hsc-087076) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 09aug2020. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline disconnected and low flow alarm driveline disconnected alarm 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. Also, check that the modular inline connector is secure. See page 2-23. 2. If alarm persists after reconnecting the driveline, press any button on the system controller to attempt pump start. 3. If the alarm still persists, check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. 4. If driveline is connected and alarm persists, replace the system controller with a configured backup system controller. Low flow alarm indicating flow is less than 2.5 lpm. 1. Ensure that the driveline is connected to system controller. 2. Ensure that a power source is connected to system controller. 3. Clinically evaluate patient. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, in section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.